Manufacturer narrative:
Device passed all functional testing, including the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected insulin flow blocked alarm noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. Customer did not perform troubleshooting for high blood glucose reading. The customer's blood glucose was unknown time of incident. Customer tried all remedies, but the issue reoccurred. Customer declined to troubleshoot high blood glucose reading. The insulin pump will not be returned for analysis.